Event description:
The patient underwent a series of three fractional laser treatments, last treatment was on (B)(6) 2011 for acne scarring and to even out pigmentation due to sun damage; patient reported to be (B)(6). On (B)(6) 2012, patient noticed de-pigmentation; doctor stated distinct macular de-pigmentation with speckles. The doctor treated the patient with anti-inflammatory creams with no improvement. The patient is being treated with mild to moderate steroid and remains "stable". The physician continues to monitor the patient.

Manufacturer narrative:
The device was not returned therefore; a physical investigation could not be performed. Based on the information provided, the reported complaint could not be conclusively determined. Per the user manual: skin protection: patients should plan to use a high spf sunscreen on a regular basis for at least 6 months whenever they are outside. Patients should apply a dual uva/uvb sunscreen containing both a physical sun block (either or both zinc oxide or titanium dioxide) with a sun protection factor of at least 30 spf. In addition, patients should be instructed to avoid direct sunlight and wear sun-protective clothing (i.e. A wide-brimmed hat). Per the user manual stated under post-operative information, protecting new skin patients should avoid.....sun exposure. Discoloration is listed as a complication that maybe associated with any laser treatment, the possibility of permanent skin color change is known to exist with any laser treatment. Post- inflammatory hypopigmentation and hyperpigmentation are known complications of many laser treatments.